Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that on (B)(6) 2019, the rep met with the patient and performed a jumpstart to acquire programming on the patient's device. The patient was charging daily and didn't like the demand; charging was taking 5 hours. The rep noted the patient's programming included high density (hd) settings. The rep noted that surgical intervention would occur to replace the device with another model. Additional information received from the manufacturer representative reported that the implant had gone into overdischarge. The overdischarge was cleared, but the implant was being replaced due to the charging burden. Recharging statistics were reviewed and the reported interval of daily charging for five hours was not expected.